Event description:
It was reported that the ilet charger would not power on and the indicator light did not illuminate despite attempts with multiple wall outlets. Symptoms included none reported. Outcomes included product replacement logistics initiated. Investigation included remote troubleshooting and user education by support. Investigation of this case revealed a charger not charging the device, consistent with a suspected charger hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charger.